Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was informed that a patient using a dreamstation bipap pro device has passed away. The patient¿s husband called in requesting a return label to return the recalled device. No further details were provided. The device has not been received for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was informed that a patient using a dreamstation bipap pro device had passed away. The patient¿s husband called in requesting a return label to return the recalled device. No further details were provided. The device has been returned for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no errors or device problems. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.